Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a ear, nose & throat (ent) procedure, the surgeon alleged a 1-2 millimeter inaccuracy. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue, while compensating for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.